Event description:
Patient has been feeling erratic stimulation during off times. The patient's device was programmed to off due to the discomfort in 2002. Device dianostic testing resulted in high lead impedance readings (dc-dc code 7 and limit), indicating possible device malfunction. No intervention is planned at this time.